Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -06.50 diopter in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting, lens opacity, and anterior subcapsular cataract.

Manufacturer narrative:
Device evaluation: lens was returned dry, in lens case/vial. Visual inspection found that the haptic was broken. Dimensional inspection found the lens measurements within specifications. Work order search: one similar complaint was reported for units within the same lot. (B)(4).